Event description:
It was reported that urticuria, hypotension and indistinct conscioness occurred after a pc transfusion through the device.

Manufacturer narrative:
The responsible physician declined to provide futher info regarding the event, beyond general symptomatolgy, which was initially described. In the absence of such info, further analysis is not possible. The user neither retained the device, nor recorded its lot number, as such, a review of the lot mfg history could not be conducted. The nature of the event, and any possible relation to the device in use, are indeterminate.